Event description:
Lenstec received a lens with a request to check for the presence of calcium on the lens surface.

Manufacturer narrative:
A full audit of all batch documentation relating to the production of the lens was performed. The audit concluded that all procedures in manufacturing and packaging of the lens had been conducted correctly. Microscopic examination of the lens indicated that the opacification did not extend through the matrix of the lens and it did not stain for calcium. We can find no evidence to suggest that there is any fault in the manufactured lens that would have brought rise to this opacification. Furthermore, it would appear that the pre-existing patient conditions may have been responsible for the superficial opacification seen on the lens.

Event description:
This is a supplemental report to the original request to check for presence of calcium on the lens surface.

Manufacturer narrative:
A softec hd was returned in a plastic jar. No lenstec packaging was received. The lens was returned with in a single piece and both haptics were missing. A full audit of all batch documentation relating to the production of the lens was performed. The audit concluded that all procedures in manufacturing and packaging of the lens had been conducted correctly. Microscopic examination of the lens indicated that the opacification did not extend through the matrix of the lens and it did not stain for calcium. We can find no evidence to suggest that there is any fault in the manufactured lens that would have brought rise to this opacification. Furthermore, we are unable to obtain the additional information requested, and therefore, we are unable to make a definitive conclusion as to the cause of the opacification. A supplemental report will be filed if additional information is received.